Manufacturer narrative:
Results - the complaint of was confirmed. As received, the lead was kinked with all wires broken approx 23.5cm distal from the stimulation end. This would have caused the invalid impedance observed in the field. As there was no breach of the outer tubing, the fracture is consistent with an overstress condition the lead was subjected to at the distal end of the anchor while it was inside the pt. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported, the pt was experiencing auto-reducing of the stimulation. The sjm rep met with the pt and determined there were multiple invalid contacts on one lead. Reprogramming was able to provide stimulation for a time, but the physician determined there was a fracture in the lead. F/u identified the physician replaced the lead. It was reported the pt received effective stimulation postoperative.